Manufacturer narrative:
Investigation findings: the complained product was not available for investigation. Therefore, the investigation was based upon historical data analysis, and event description. Batch history review: a batch number was not provided and a review of the history could not be performed. Also after faithful attempts no further information was received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: based on the current information and without the product being available for investigation, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with an unknown enduro knee implant system component. According to the complaint description, postoperatively after approximately 15 years, a polyethylene replacement of the right knee was required due to wear. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: unknown enduro knee implant system component (aesculap ag reference no. (B)(4). Involved components: nl538k / search lc/ps monoblock tibial plateau t4. (Aesculap ag reference no. (B)(4); 9610612-2025-00104). Nl023k/ search lc femur cemented f3r (aesculap ag reference no. (B)(4). Unknown enduro knee implant system component ( aesculap ag reference no. (B)(4).